Event description:
It was reported that a malfunction alarm occurred due to unexpected movement detected in the pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.